Event description:
A report was received that during a lead revision procedure, the physician inserted the lead intrathecal and the pt could not feel her leg or move her toes. The physician abandoned the revision procedure and the leads and implantable pulse generator (ipg) were explanted and discarded. The pt as sent for an MRI which showed swelling but no hematoma. The pt was given a steroid treatment for the swelling. The pt is reportedly still paralyzed, but is improving and recovering sensory.

Manufacturer narrative:
The explanted devices were discarded by the facility.